Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.

Event description:
A customer called customer services on (B)(6) 2010 in reference to the on-going field action for abbott's precision family test strips. Customer indicated he had precision xtra test strips and during the course of the conversation responded "yes" when asked if he had sustained an injury associated with the use of the test strips. No further information was provided at the time of the original call. Three, unsuccessful, attempts have been made to gather additional information. It is unknown what, if any, treatment was rendered, either via self or third-party emergent intervention. There was no report of death or mistreatment associated with this complaint.